Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous proximal right coronary artery. The 15mm x 3.75mm nc quantum apex balloon catheter was advanced for post dilation of the recently implanted 3.5mm non bsc stent. The balloon was inflated however it ruptured at 18 atmospheres on the second inflation. The device was completely removed from the patient. No kink was noted on the device prior to use and resistance was not encountered during the procedure. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex catheter was received with no original packaging or other devices. There was contrast in the inflation lumen. Magnified inspection of the balloon revealed a pinhole in the balloon wall 5mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous proximal right coronary artery. The 15mm x 3.75mm nc quantum apex balloon catheter was advanced for post dilation of the recently implanted 3.5mm non bsc stent. The balloon was inflated however it ruptured at 18 atmospheres on the second inflation. The device was completely removed from the patient. No kink was noted on the device prior to use and resistance was not encountered during the procedure. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.